Manufacturer narrative:
The reported events were lead dislodgement and sensing fluctuated. As received, only the distal portion was returned in one piece. Visual examination revealed the helix partially extended and clogged with blood tissue. After cleaning the helix, it was able to be successfully extended and retracted. The full helix extension length was measured and was within required specifications. The reported event of sensing fluctuated was not confirmed. Electrical testing was performed and no indication of conductor fractures or internal shorts were revealed. Furthermore, visual and x-ray analysis did not reveal any anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low sensing was noted on the right ventricular (rv) lead. An x-ray was performed and revealed rv lead dislodgement. The lead was explanted and replaced to resolve the event. The patient experienced no adverse consequences.